Event description:
It was reported that during the implant procedure, the stylet had to be "forced" through the lead body. The physician decided not to use the lead, due to not finding a problem with the stylets. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, but blood found on the helix; full lead returned and analyzed.